Manufacturer narrative:
Conclusion: an annular rupture post balloon valvuloplasty (bav) is dependent on procedural and patient factors. In this case, the rupture occurred prior to implanting the subject device, during the bav performed to pre-dilate the implant site. Additionally, there is no relationship between the subject device and the patient's death, as the death was likely related to procedural and patient factors.

Manufacturer narrative:
The device was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the physician performed a balloon aortic valvuloplasty (bav) and the patient's blood pressure dropped due to a suspected aortic rupture, appearing on the angiogram as a regurgitant jet near the left coronary cusp (lcc). The transcatheter valve was implanted, sealing the rupture, however, the patient's blood pressures remained low. The surgeon opted to convert the patient to an open heart procedure, explant the medtronic transcatheter valve, and perform a non-medtronic surgical aortic valve replacement (savr). Following the savr, the patient returned to the operating room for bleeding. The patient's chest was left open for three days post- implant. The patient remained hemodynamically unstable, requiring vasopressors and intubation. The patient withdrew care and expired thirteen days post-implant. The cause of death was specified as cardiovascular in nature, believed related to avulsion of aortic annulus during pre-dilatation, requiring surgical aortic valve replacement (savr) bypass. It was reported that this medtronic transcatheter bioprosthetic valve was not implicated in the cause of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.